Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = (B)(6). G4: PMA/510(k) number = k171999. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown intervention, a performer introducer "tore in two" upon removal of the device. The separated portion of the device was removed via an open surgical approach "to the scarpa". A scalpel was used during the procedure. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unknown intervention, a performer introducer "tore in two" upon removal of the device. The separated portion of the device was removed via an open surgical approach "to the scarpa". A scalpel was used during the procedure. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional/corrected information: a3, d9, h3. D9, h3: the device was not returned to cook. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to design or manufacturing of the device, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.